Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient's parent (patient is a minor) reported aligners screwed up his son's teeth and has developed a enamel issue.